Event description:
Info received from another country affiliate. This info indicates a pt was wearing acuvue advance contact lenses (cl) and developed infectious keratitis ou. This MDR is to report event in the od. The pt began wearing acuvue advance cl in 2007 and used soft one cool solution. The pt started experiencing eye redness in 2008. The next day, the pt visited an eye clinic and was diagnosed with keratitis ou. Eye exam revealed, "several small punctuate spots", corneal edema and 5-6 peripheral corneal opacities, each approx 0.2mm in size. The report stated that the ecp suspected that the lesions of both eyes were infectious. The treatment regimen included levofloxacin drops 4 times a day and to avoid wearing cl. The pt started wearing cl again a week later at the pt's own judgement. The pt returned to the clinic the next day complaining of eye pain. Two days later, the corneal opacities were resolving and the pt was instructed to avoid cl wear. The same day, corneal opacities and "slight" redness remained in the eyes, the pt was instructed to continue levofloxacin. A week later, corneal opacities remained in the eyes and the treatment regimen remained the same. A schirmer test was performed which revealed normal tear volume at 20 mm. The lens (es) in question was discarded by the pt. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. MDR reportable events are reviewed in quarterly mgmt review meetings. Will report add'l info within 30 days upon receipt.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.